Event description:
Pt underwent a cardiac catheterization and was treated with a percutaneous coronary intervention. At the conclusion of the procedure, a starclose vascular closure device was used to seal the right common femoral artery post-procedure. An angiogram prior to using the device did not reveal contraindicated "regularites." The device was deployed successfully. Two days later, the pt developed acute pain and ischemia in his right limb. Angiography confirmed thrombotic occlusion of the distal common femoral artery. The starclose clip was visible on angiography, with the thrombus just distal to the clip.